Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) - tnths. The customer stated that repeat testing of other test parameters showed very similar results to initial testing. The sample initially resulted as 35.21 ng/l and this value was reported outside of the laboratory. The patient was transferred to have a chest pain assessment. A second sample was collected from the patient and tested, resulting as 4 ng/l. A third sample was then collected from the patient and tested, resulting as 7 ng/l. The customer did not believe the "fall" in results. The original sample was then repeated on a different analyzer on (B)(6) 2016, resulting as 5.16 ng/l. The patient was not adversely affected. The tnths reagent lot number was 187549. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The root cause may be related to pre-analytic handling of the sample.